Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the connection of an IV catheter extension set and a non-baxter catheter during infusion of an unknown IV fluid. The customer also reported that operator was unable to securely connect both devices and believed the threads of extension set luer may be defective. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available. This medical device report is report 1 of 3.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported device was returned for evaluation along with 4 additional samples which were not originally reported. One of the additional samples was unused and of lot ur13j05046; the remaining samples were used. Visual inspection was performed on each device with no issues noted. Each device passed a clear passage test in which pressure was applied and the device was observed for air bubbles. Each device also passed a similar, underwater pressure test. A functional test was then performed on each device; the slide clamp was opened and closed, the female luer lock adaptor was connected to a solution container, air was purged, a canula was attached to the other luer lock adaptor, the set was primed, solution was allowed to flow, and the setup was observed for issues. All devices passed this test and no defects were identified. The reported problem could not be confirmed for the actual device nor for any of the additional devices. A review of all batch record documents was performed for lot ur13k13105 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.